Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Primary surgery on (B)(6) 2019. Revision surgery on (B)(6) 2020 due fracture under stem after the patient fell. Surgeon explanted a size 10 humelock stem, a 43x17 eccentric head and a double taper and implanted a size 08 humelock long stem and a 36/+3 standard humeral cup.